Event description:
It was reported that a cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support decided to replace the pump, instructing the customer to return the original pump and providing a return box with a pre-paid label. The customer was advised on how to store the pump and what steps to take upon receiving the replacement. A new pump was sent, and the customer was informed that multiple daily injections (mdi) would be used as backup therapy to ensure uninterrupted insulin delivery.